Manufacturer narrative:
Concomitant medical products: 511212 lead. Implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the battery life on their cardiac resynchronization therapy defibrillator (crt-d) was "draining too fast" and that the "device was burning out." The crt-d remains in use. No patient complications have been reported as a result of this event.